Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via telephone call that there was a call for paramedics due to the customer's low blood glucose of 28 mg/dl. The spouse reported that the customer had been consistently low every morning and that a health care professional had adjusted the settings. The customer's blood glucose reading at the time of the call was 253 mg/dl. The customer was treated by paramedics with a shot of glucagon. The spouse reported that the drive support cap appeared normal and recessed. The spouse stated that the perceived cause of low blood glucose was because of public speaking and attributed the issue to adrenaline. The spouse reported that the reservoir showed the same amount of insulin as shown on the status screen. The spouse reported that the insulin pump had not been exposed to a strong magnetic field. The spouse was advised to monitor the insulin pump and call back if issues persisted.